Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample containing approximately 200 ml of solution in the bladder. A needle was also received connected to the device. The reported condition of no flow/non-delivery was not confirmed. Visual examination of the unit and the needle showed no signs of blockage that could have caused the reported condition. Flow was readily observed at the luer and from the needle. Flow continued without stopping until the solution was emptied from the bladder. No signs of defect were noted from the infusor device. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
Baxter (B)(4) received a report that one (1) infusor did not flow during filling. Force priming was attempted several times but still no flow. There was no patient involvement and no patient injury and medical intervention. The device was filled with 5-fluorouracil and saline. The actual sample is available. No additional information.

Manufacturer narrative:
(B)(4). The device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device and/or any additional information become available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.